Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: the following sections were corrected: complaint sample was evaluated and the reported event was not confirmed. As received articular surface shows signs of wear (nicked, gouged, discoloration) and the dovetail feature is flared. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a bearing revision approximately 1 year post initial surgery due to instability and hyperextension. The surgeon noticed that the extended surface was discolored and pitting was seen on the sliding surface. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown persona cr femur, unknown persona cr tibial tray. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a bearing revision approximately 1 year post initial surgery due to instability. The surgeon noticed that the extended surface was discolored and pitting was seen on the sliding surface. Attempts have been made and additional information on the reported event is unavailable at this time.